Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced kidney disease/toxicity, lung disease, and reduced cardiopulmonary reserve. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Repair evaluation information was received on 05/13/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was not observed. There was zero error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Box h was updated in this report.